Event description:
It was reported that patient underwent a proximal humeral plating procedure on (B)(6) 2014. During the procedure, a screw and four pegs would not engage with the plate and were removed. The plate was implanted with only the four remaining pegs in it.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2014-07550 / 07555).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was determined the root cause was most likely installation of the peg being off center of the plate hole. Drilling may have also been off center which resulted in peg engagement issues.